Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: diri d, alasaad h, abou ali mhana s, muhammed h, ibrahim j. Blood loss in primary unilateral total knee arthroplasty with limited tourniquet application: a randomized controlled trial. Jb js open access. 2023 dec 6;8(4):e23.00020. Doi: 10.2106/jbjs.oa.23.00020. Pmid: 38058509; pmcid: pmc10697626. Objective/methods/study data: the aim of the study was to examine the safety of applying a tourniquet for a limited amount of time during primary unilateral tka (specifically, during cementation and final component fixation only) and to compare perioperative complications between the limited-application group and the full-application group. Between mid-2021 and august 2022, a total of 62 patients (21 male and 41 female) with a mean age of 66.44 ± 6.355 were included in the study. These patients were divided into two group. Limited application group consist of 31 patients (12 male and 19 female) with a mean age of 65.45 ± 7.004, while full application group consist of 31 patients (9 male and 22 female) with a mean age of 67.42 ± 5.572. The prosthesis utilized for all patients was the cruciate-substituting cemented depuy synthes p.f.c. Sigma. Patients were followed-up in a period of 6 months. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes p.f.c. Sigma. Adverse event(s) and provided interventions possibly associated with unk knee construct sigma (qty 22). There was a significant difference in intraoperative blood loss between the 2 groups, with measurements ranging from 137.500 ml to 287.500 ml in the limited-application group and from 146.000 ml to 210.000 ml in the full-application group. Limited application group: (n=1) patient had deep vein thrombosis during perioperative. This patient were treated with apixaban (two 5-mg tablets twice per day for 1 week followed by one 5-mg tablet twice per day for 3 months, with regular check ups with a vascular consultant at 2 weeks intervals with no consequences. (N=2) patient had superficial infection and wound-healing problems during perioperative. No interventions noted. All affected patients responded to antibiotics and local treatment. (N=9) patients had intra-op blood loss leading to allogenic blood transfusion during perioperative. Full application group: (n=2) patient had deep vein thrombosis during perioperative. No interventions noted. These patients were treated with apixaban (two 5-mg tablets twice per day for 1 week followed by one 5-mg tablet twice per day for 3 months, with regular check ups with a vascular consultant at 2 weeks intervals with no consequences. (N=3) patient had superficial infection and wound-healing problems during perioperative. No interventions noted. All affected patients responded to antibiotics and local treatment. (N=5) patients had intra-op blood loss leading to allogenic blood transfusion during perioperative.

Manufacturer narrative:
Product complaint #: (B)(4). The following literature cite has been reviewed: diri d, alasaad h, abou ali mhana s, muhammed h, ibrahim j. Blood loss in primary unilateral total knee arthroplasty with limited tourniquet application: a randomized controlled trial. Jb js open access. 2023 dec 6;8(4):e23.00020. Doi: 10.2106/jbjs.oa.23.00020. Pmid: 38058509; pmcid: pmc10697626. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.